Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, physician wants to know if implant is defective as rear tip extenders fell off during attempt at re-implantation.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan genesis pump, two cylinders, a reservoir, and a piece of tow suture were received for evaluation. No functional abnormalities were noted with the pump, cylinder #1, cylinder #2, or the reservoir. The information received indicated the rear tip extenders fell off during repositioning of the cylinders during implant. The rte's were able to be retrieved ruing surgery, but were not returned with the other components for evaluation. Because no functional abnormalities were noted with the returned components and rte's were not received, quality cannot confirm the complaint as reported. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.

Event description:
Additional information received indicated the physician reported that the surgery was an initial implantation of titan scrotal zero degree (B)(4). After implantation, the physician noticed the cylinders were not seated correctly. The cylinders were removed from the patient to reposition. During removal of the cylinders, both rear tip extenders (rte) came off the cylinders and fell through the corpora and were lost. Physician made an additional incision and was able to retrieve the rte's after significant time. The surgery time was extended by four hours. Total surgical time was five hours. The physician reported potential significant harm to the patient as a result of the extended surgery time. Physician is very concerned and is wondering if he should suture the rte's onto the cylinders for subsequent surgeries. Physician is looking for indication as to the applied force needed to get the rte's to fall off. Physician reported that sales representatives instruct physicians that the rte's don't fall off, however the physician no longer believes that to be the case.